Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive sheath was used. During the procedure, the scrub technician detached and re-attached the flush line from the farawave catheter when it was out of the patient's body. The operator went to aspirate the sheath and as they re-introduced the catheter air was returning in the syringe. The scrub tech was instructed by staff multiple times not to disconnect and reconnect the flush line during case without re-flushing the device, but they continued to do so. It is unknown if any air was introduced to the patient based on observation, but there did not appear to be any adverse patient complications. The procedure was completed successfully with the same equipment. It was believed that the event was not due to a device failure, but due to a device handling issue. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. However, a labeling review was conducted that confirmed the reported user error. The faradrive sheath instructions for use (IFU) states: "warning: to minimize the risk of air embolism, observe and remove any air prior to introducing the sheath and during the procedure. Infusion through the flush line should only occur after all air has been removed." It was not determined why the instructions were not followed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive sheath was used. During the procedure, the scrub technician detached and re-attached the flush line from the farawave catheter when it was out of the patient's body. The operator went to aspirate the sheath and as they re-introduced the catheter air was returning in the syringe. The scrub tech was instructed by staff multiple times not to disconnect and reconnect the flush line during case without re-flushing the device, but they continued to do so. It is unknown if any air was introduced to the patient based on observation, but there did not appear to be any adverse patient complications. The procedure was completed successfully with the same equipment. It was believed that the event was not due to a device failure, but due to a device handling issue. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed.